Event description:
It was reported that the patient with this inflatable penile prosthesis (ipp) presented with scrotal erosion form the pump. In addition, it was noted that the device exhibited fluid loss from a hole. A surgical procedure was performed, during which the pump was removed, while the cylinders and reservoir were kept in the patient so the scrotum could heal. A second surgery at a later date is planned to remove the remaining components and implant a new ipp. There were no further patient complications reported.